Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the issue by reviewing the error log. The fse inspected all the wash functions, and nothing was observed except a deformed wash probe tip. The customer ran patients the same day before the fse's onsite visit and also the previous day, with no issue. The qc result was good and no errors on the instrument could be found. The fse replaced the wash probe tip and ran many wash primes and qc with the results within specification. The fse noted that the issue could not be replicated and that the analyzer was functioning as expected before and after the fse replaced the wash probe tip. No further action is required by field service. A complaint and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. Review of related documentation. The aia-900 service manual under section 12: flags and error messages states the following: [4313] wash 1-z home overrun cause: the home sensor (B)(6), which was not supposed to be activated after the bf probe 1 moves, was activated. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check (B)(6) and also check to see the cause of slipping, and so on, that occurs when pm130 moves to the limit side. The most probable cause could not be traced to the device. No problem found.

Event description:
A customer reported 4313 wash 1 z overrun for the aia-900. The customer stated that they checked and reseated probe 1, power cycled the analyzer, emptied the trash bin and performed an all-set home but the error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.